Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At the routine 45 day follow up, transesophageal echocardiogram (tee) imaging revealed a concern of device related thrombus (drt). The physicians questioned if a drt was present versus normal closure device healing. The area of concern appeared to be on the face of the closure device, laminar in morphology, biased towards the limbus, and the closure device dipped into the proximal lobe on the mitral side. There was no leak or device shift noted, and the tee was otherwise within normal limits. There were no further interventions other than the patient remaining on a dual antiplatelet (dapt) medication regimen.